Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred and the unit stopped operating. The patient had to be manually ventilated and switched to a back up device. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's system board needs replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported a ventilator inoperative alarm condition occurred requiring medical intervention. The device's system board needed to be replaced to address the issue. The investigation conclusion code has been updated as it was previously not generated.

Manufacturer narrative:
The manufacturer previously reported a ventilator inoperative alarm condition occurred requiring medical intervention. The device's system board needed to be replaced to address the issue. A reassessment of the medical intervention allegation was reviewed by the clinical expert. It was determined that based on the available information, there is insufficient evidence to pronounce the event of using an ambu bag as serious injury as defined in 21 cfr 803.3(w).

Manufacturer narrative:
The user reported a ventilator inoperative alarm occurred and the unit shut down. The patient required mechanical ventilation for 30 minutes before transferring to another vent unit. Evaluation discovered the following: device's blower motor and system board needed to be replaced to address the issue. In addition, the technician states the reported ventilator inoperative alarm was not duplicated, although e 110 evt_motor_shutdown errors were observed in the device's downloaded event log. The error indicated a blower driving circuit related failure on the system board. The system board was replaced to address the issue. The blower did not need replaced. This report is being filed to reflect further details regarding the event, and results of evaluation.